Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7121988 / 7122828.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site due to ipg being tilted. The patient underwent an ipg explant procedure and was doing well postoperatively. Additional information was received that the patients leads were also explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site due to ipg being tilted. The patient underwent an ipg explant procedure and was doing well postoperatively.